Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports a person using integra headlight suffered a burn to the head from the module melting when using our mlx light source. (B)(4) 2014, regional business manager for integra reported that the hospital risk manager informed him that there was no burn to anyone, no harm done. (B)(4) 2014 dealer confirms this is a melting module. (B)(4) 2014 although risk manager promised answers to email, none received yet. Number 3 of 3 devices reported.